Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 4109 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One long torq wrch hex driver 1.25mmd for tw20 & tw30 (tw1.25l) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and fracture tip. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for (tw1.25l) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is excessive torque placed on hex tool due to improper surgical procedure or poor case planning. Overuse or mishandling causing wear. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mod e, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Patient identifier: unknown / not provided. Patient age and date of birth: unknown / not provided. Patient weight: unknown / not provided. Lot number, expiration date and unique identifier (UDI) number: unknown / not provided. Reporter last name: unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the tip of the driver fractured. Procedure was completed with another hex driver.